Manufacturer narrative:
Findings: button error alarm due to corroded keypad traces. Pump received with cracked reservoir tube lip, belt clip slot, minor scratched display window. (B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Pump was worn in the clip. It was possible that the buttons were pushed longer than 3 minutes. Pump was not exposed to moisture. Customer was advised to use back-up plan per health care provider's instruction. Insulin pump will need to be replaced. No additional information provided.